Event description:
It was reported by the patient that the patient had three emergency room (ER) visits and thought that they were "going to die." Follow-up clarified that the patient experienced pacemaker syndrome when the device indicated normal elective replacement (eri). When the device began pacing in a ventricular-only mode at 65 beats per minute, the patient was symptomatic. The patient further reported their symptoms for each ER visit which included: it felt like their heart was "flopping", unable to eat, they were dizzy, unfocused and depressed, short of breath, shaking, felt like having some sort of spasms, and almost passed out when getting out of bed. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.